Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the device was used after the expiration date. It should be noted that the electronic proglide instructions for use (eifu), in the graphical symbols for medical device labeling section, it indicates the use by symbol, which is next to the expiration date. In this case, the device was used successfully; therefore, use of the device after expiration would not have contributed to the reported event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- use after expiration.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a vascular interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a less than or equal to 24f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.